Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the forks needed to be replaced because when he shook the chair he could see that they were loose.